Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the cartridge tubing. The customer's blood glucose level was 187 mg/dl. Reportedly, the customer primed the tubing, and no air bubbles were observed.